Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It was reported that the sensor was worn beyond seven days. The dexcom g4® platinum continuous glucose monitoring system states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. Additionally, the g4 platinum continuous glucose monitoring system user's guide also states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015 and worn beyond seven days. Patient experienced a red, bumpy and itchy irritation around the sensor patch adhesive. The affected area was treated with over-the-counter hydrocortisone cream. On (B)(6) 2015, the patient's mother took the patient to her general practitioner. No additional event information was provided. At the time of contact, the patient was almost healed.